Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was unable to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous distal left anterior descending (lad) artery. The 2.75x33mm xience prime stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and when force was applied, the proximal shaft kinked. The sds met resistance during withdrawal due to interactions with the patient's anatomy, but was successfully removed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new xience sds was used to successfully complete the procedure. There was no additional information provided.